Event description:
It was reported that during clinical procedure the implant was dropped while using a driver. Therefore, the procedure was completed with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog number unknown / not provided. D4: lot number unknown / not provided. D4: unique identifier (UDI) number unknown / not provided. D6a. Implantation date not applicable. D6b. Explantation date not applicable. D10. Tsvwb8, impl tapered scr-v sbm 4. 7mm 4.5mm 8mm / lot #1259099. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: g3 was submitted incorrectly, as march 23, 2024. The correct date received by manufacturer is february 22, 2024.

Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data, additional information and device evaluation. The following sections are being reported: h6: evaluation method codes were added: 4114, 4119, 4111; h6: evaluation result code was added: 3221; h6: evaluation conclusions code was added: 4315. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown biomet driver] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was clinician damages driver retention feature inside of implant. Therefore, based on the available information, a device malfunction could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional information received at the time of this report.